Event description:
The dealer states that the caster bent on the frame.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Manufacturer narrative:
The was evaluated by the returns department which found that the left rear caster bolt was bent inward while being damaged during shipping.

Event description:
The dealer states that the caster bent on the frame.